Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing increased pain due to lack of pain relief. It was also stated that the patients lead migrated and high impedances were noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.